Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the ann proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at ths time.

Manufacturer narrative:
(B)(4): d10: 47249616109 - proximal humerus, left, ã¿ 9x160mm - 3161357. 47248603640 - blunt tip screw, ã¿ 4x36mm - 3155800. 47248604040 - blunt tip screw, ã¿ 4x40mm - 3160705. 47248605840 - ann blunt tip screw 4x58mm - 3091270. 47248612640 - ann cort bone screw 4 x 26mm - 3170717. 47248612840 - ann cort bone screw 4 x 28mm - 3166043. 47248801000 - affixus ph nl cap 0mm - 3169765. G2: report source japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that nine months post implantation the surgeon found that all proximal screws had migrated out of the proper position. The patient complained of pain and revision surgery was performed to remove the migrated screw. Attempts have been made and additional information on the reported event is unavailable at this time.